Manufacturer narrative:
The reported event of stent calcified.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent appeared to have encrusted post procedure. The procedure was completed with this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable." No further event details have been made available to boston scientific to date.